Event description:
It was reported that there was noise and oversensing on the right ventricular (rv) lead. Boston scientific technical services (ts) was contacted, and ts believed there was a possible rv lead issue and recommended bringing the patient in for troubleshooting. The rv lead was later replaced and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there was noise and oversensing on the right ventricular (rv) lead. Boston scientific technical services (ts) was contacted, and ts believed there was a possible rv lead issue and recommended bringing the patient in for troubleshooting. The rv lead was later replaced. No additional adverse patient effects were reported.